Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined as the product was not returned for analysis. Analysis: it was reported that the device was discarded following the procedure, and will not be returned for analysis. Without product returned, the investigation is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn regarding the performance of this device, as the product was not nor will not be returned for analysis. The event has been logged for complaint trending purposes, and medtronic will continue to monitor field performance to detect similar events. No adverse patient effects were reported.

Event description:
Medtronic received information that during use of this hollow fiber oxygenator, the gas readings were observed to be lower than expected (po2 at 140). The customer suspected that the device was not functioning correctly, and elected to remove and replace the product with a similar device. It was reported that the patient was heavy. Change out of the product did not impact the patient. The device was discarded and will not be returned for analysis.